Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call high blood glucose levels, hospitalization, off no power anomaly and low battery alert. Customer's blood glucose level was 497 mg/dl. Customer's insulin pump was going through batteries every 2 days. Customer experienced diabetic ketoacidosis, nausea, vomiting, high blood glucose, weakness and shaking. Customer's insulin pump would alarm off no power and low battery and sometimes the device would shut off. Customer's daughter declined to troubleshoot and wanted a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.